Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a detachment event where the infusion set tubing came apart. The site location was abdomen. In relation to site the pump was located on the right side. The location of detachment was site location. The infusion set was used for 6 hours. Patient changed the set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.